Event description:
It was reported via repair work order that the litter would not lay flat as the incorrect litter was installed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.